Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 bd phaseal¿ protectors p14j experienced foreign matter/coring in vial or fluid path. The following information was provided by the initial reporter: according to the customer's report, when the hcp attached the protector to a vial, coring was observed. The drugs used are keytruda and herceptin.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 2006137. D4: medical device expiration date: 2025-05-31. H4: device manufacture date: 2020-06-30. D4: medical device lot #: 2005126. D4: medical device expiration date: 2025-04-30. H4: device manufacture date: 2020-05-15. D10: device available for eval yes. D10: returned to manufacturer on: 2021-08-21. H6: investigation summary: a total of ten samples were provided to our quality team for investigation. Through visual inspection, grey particles were observed inside six of the vials provided, including a gray particle inside the tip of one of the protector needles. A device history review was performed for suspected lots 2006137 and 2005126, no deviations or non-conformances were identified during the manufacturing process that could have contributed to these issues. Fragmentation testing is performed during manufacturing to evaluate any particulates generated after ten activations. Testing results were reviewed for the reported lots and results were found to be acceptable. While phaseal needles are designed to reduce coring, there are several factors that may impact coring tendency. Coring from the membrane may occur due to fragmentation caused by multiple injections or excessive welding of the membrane. Coring of the rubber stopper may result depending on the stopper quality, the design and dimensions of the needles used, or if a poor connection of the protector occurs. Characterization testing was performed to identify the composition of the particles observed and found the particles were consistent with material from the rubber stopper of the vial, talc from the protector membrane, and aluminum from the vial ring. Given there are several factors that impact coring, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence. H3 other text : see h10.

Event description:
It was reported that 10 bd phaseal¿ protectors p14j experienced foreign matter/coring in vial or fluid path. The following information was provided by the initial reporter: according to the customer's report, when the hcp attached the protector to a vial, coring was observed. The drugs used are keytruda and herceptin.